Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('risk of being wrongly positioned in the fallopian tubes (risk of perforation of internal organs)/ device would not be positioned in the right location') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. In 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("lower pelvic pain after essure insertion"). In 2017, the patient experienced headache ("headache"), hypomenorrhoea ("hypomenorrhoea"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and diarrhoea ("intermittent diarrhea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and device expulsion ("linear metallic material in pelvis in uterus topography"). The patient was treated with analgesics, diclofenac sodium (anti-inflammatory) and fluoxetine hydrochloride (fluoxetin). At the time of the report, the device dislocation, headache, hypomenorrhoea, pelvic pain, dysmenorrhoea, dyspareunia, depression, diarrhoea, anxiety and device expulsion outcome was unknown and the procedural pain had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, headache, hypomenorrhoea, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: linear metallic material in pelvis in uterus topography. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('risk of being wrongly positioned in the fallopian tubes (risk of perforation of internal organs)/ device would not be positioned in the right location') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. In 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("lower pelvic pain after essure insertion"). In 2017, the patient experienced headache ("headache"), hypomenorrhoea ("hypomenorrhoea"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and diarrhoea ("intermittent diarrhea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and device expulsion ("linear metallic material in pelvis in uterus topography"). The patient was treated with analgesics, diclofenac sodium (anti-inflammatory) and fluoxetine hydrochloride (fluoxetin). At the time of the report, the device dislocation, headache, hypomenorrhoea, pelvic pain, dysmenorrhoea, dyspareunia, depression, diarrhoea, anxiety and device expulsion outcome was unknown and the procedural pain had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, headache, hypomenorrhoea, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: linear metallic material in pelvis in uterus topography.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("risk of being wrongly positioned in the fallopian tubes (risk of perforation of internal organs)/ device would not be positioned in the right location") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stillbirth (due to extreme prematurity, uncomplicated intra utero death) in 2005 and nabothian cyst, leiomyoma, adenomyosis, condom, mitral valve prolapse, abortion (3 abortions, latest: ultrasound of 27-sep with 7 weeks and 1 day with embryo with present heartbeat and movements, 7-oct-12 bleeding), pregnancy induced hypertension ((pshd) in previous pregnancies), multiple caesarean sections (2, last one in (B)(6) 2012), vaginal delivery (2), multiparous (4) and multi gravida (7, abortion?). Previously administered products included: depo provera for contraception, oral contraceptive nos for oral contraception and methyldopa. Concurrent conditions were listed as overweight, mitral insufficiency and rheumatic disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced procedural pain ("lower pelvic pain after essure insertion"). In 2017 she experienced headache ("headache"), menometrorrhagia ("hyperpolymenorrhoea including clots"), pelvic pain ("pelvic pain"), a first episode of dysmenorrhoea ("dysmenorrhea"), a first episode of dyspareunia ("dyspareunia") and diarrhoea ("intermittent diarrhea"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), depression ("depression"), anxiety ("anxiety"), device expulsion ("linear metallic material in pelvis in uterus topography"), abdominal pain lower ("colic-like pain in the lower abdomen"), a second episode of dysmenorrhoea ("dysmenorrhea") and a second episode of dyspareunia ("dyspareunia"). The patient was treated with anti-inflammatory (diclofenac sodium), analgesics and fluoxetin (fluoxetine hydrochloride) as well as surgery (uterus removed on (B)(6) 2022). At the time of the report, the procedural pain had resolved. The outcomes for device dislocation, headache, menometrorrhagia, pelvic pain, depression, diarrhoea, anxiety and device expulsion were unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, device expulsion, diarrhoea, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dyspareunia, headache, menometrorrhagia, pelvic pain and procedural pain to be related to essure administration. The reporter commented: physician on 15-jan-2020: given the symptoms presented by the patient, it can be concluded that the symptoms presented since 2017, as well as the complications resulting from and after the insertion of essure, have caused her physical and psychological suffering. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: a) uterine body, surgical part: - leiomyoma (a lesion). - adenomyosis in rare foci. - endometrium under progestagenic stimulus. B) uterine civic, surgical part: - naboth's cyst. C) uterine tube of unspecified laterality, surgical part: - usual histological appearance. D) fallopal tube segment of unspecified laterality, surgical part: - usual histological appearance. [X-ray of pelvis and hip] on (B)(6) 2014: bilateral and symmetric essure. 4.4 cm.; on (B)(6) 2019: linear metallic material in pelvis in uterus topography. Metallic wires projected into the pelvic excavation (essure). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical records were provided via lawyer. Report is now medically confirmed. Essre insertion date, test data, medical history added. Events added: lower abdominal pain, dysmenorrhea, dyspareunia. Uterus removed on (B)(6) 2022. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("risk of being wrongly positioned in the fallopian tubes (risk of perforation of internal organs)/ device would not be positioned in the right location") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stillbirth (due to extreme prematurity, uncomplicated intra utero death) in 2005 and nabothian cyst, leiomyoma, adenomyosis, condom, mitral valve prolapse, abortion (3 abortions, latest: ultrasound of (B)(6) with 7 weeks and 1 day with embryo with present heartbeat and movements, (B)(6) bleeding), pregnancy induced hypertension ((pshd) in previous pregnancies), multiple caesarean sections (2, last one in (B)(6) 2012), vaginal delivery (2), multiparous (4) and multi gravida (7, abortion?). Previously administered products included: depo provera for contraception, oral contraceptive nos for oral contraception and methyldopa. Concurrent conditions were listed as overweight, mitral insufficiency and rheumatic disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced procedural pain ("lower pelvic pain after essure insertion"). In 2017 she experienced headache ("headache"), polymenorrhagia ("hyperpolymenorrhoea including clots"), pelvic pain ("pelvic pain"), a first episode of dysmenorrhoea ("dysmenorrhea"), a first episode of dyspareunia ("dyspareunia") and diarrhoea ("intermittent diarrhea"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), depression ("depression"), anxiety ("anxiety"), device expulsion ("linear metallic material in pelvis in uterus topography"), abdominal pain lower ("colic-like pain in the lower abdomen"), a second episode of dysmenorrhoea ("dysmenorrhea") and a second episode of dyspareunia ("dyspareunia"). The patient was treated with anti-inflammatory (diclofenac sodium), analgesics and fluoxetin (fluoxetine hydrochloride) as well as surgery (uterus removed on (B)(6) 2022). At the time of the report, the procedural pain had resolved. The outcomes for device dislocation, headache, polymenorrhagia, pelvic pain, depression, diarrhoea, anxiety and device expulsion were unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, device expulsion, diarrhoea, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dyspareunia, headache, pelvic pain, polymenorrhagia and procedural pain to be related to essure administration. The reporter commented: physician on (B)(6) 2020: given the symptoms presented by the patient, it can be concluded that the symptoms presented since 2017, as well as the complications resulting from and after the insertion of essure, have caused her physical and psychological suffering. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: a) uterine body, surgical part: leiomyoma (a lesion). Adenomyosis in rare foci. Endometrium under progestagenic stimulus. B) uterine civic, surgical part: naboth's cyst. C) uterine tube of unspecified laterality, surgical part: usual histological appearance. D) fallopal tube segment of unspecified laterality, surgical part: usual histological appearance. [X-ray of pelvis and hip] on (B)(6) 2014: bilateral and symmetric essure. 4.4 cm.; on 06-nov-2019: linear metallic material in pelvis in uterus topography. Metallic wires projected into the pelvic excavation (essure). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("risk of being wrongly positioned in the fallopian tubes (risk of perforation of internal organs)/ device would not be positioned in the right location") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stillbirth (due to extreme prematurity, uncomplicated intra utero death) in 2005 and dyspnoea, pre-eclampsia, nabothian cyst, leiomyoma, adenomyosis, condom, mitral valve prolapse, abortion (3 abortions, latest: ultrasound of 27-sep with 7 weeks and 1 day with embryo with present heartbeat and movements, (B)(6) 2012 bleeding), pregnancy induced hypertension ((pshd) in previous pregnancies), multiple caesarean sections (2, last one in feb-2012), vaginal delivery (2), multiparous (4) and multi gravida (7, abortion?). Previously administered products included: depo provera for contraception, oral contraceptive nos for oral contraception and methyldopa. Concurrent conditions were listed as overweight, mitral insufficiency and rheumatic disorder. On (B)(6) 2013, the patient had essure inserted. In october 2013 she experienced procedural pain ("lower pelvic pain after essure insertion"). In 2017 she experienced headache ("headache"), polymenorrhagia ("hyperpolymenorrhoea including clots"), pelvic pain ("pelvic pain"), a first episode of dysmenorrhoea ("dysmenorrhea"), a first episode of dyspareunia ("dyspareunia") and diarrhoea ("intermittent diarrhea"). Essure was removed on (B)(6) 2022. On unknown date she experienced device dislocation (seriousness criterion intervention required), depression ("depression"), anxiety ("anxiety"), device expulsion ("linear metallic material in pelvis in uterus topography"), abdominal pain lower ("colic-like pain in the lower abdomen"), a second episode of dysmenorrhoea ("dysmenorrhea") and a second episode of dyspareunia ("dyspareunia"). The patient was treated with anti-inflammatory (diclofenac sodium), analgesics and fluoxetin (fluoxetine hydrochloride) as well as surgery (uterus removed on (B)(6) 2022). At the time of the report, the procedural pain had resolved. The outcomes for device dislocation, headache, polymenorrhagia, pelvic pain, depression, diarrhoea, anxiety and device expulsion were unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, device expulsion, diarrhoea, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dyspareunia, headache, pelvic pain, polymenorrhagia and procedural pain to be related to essure administration. The reporter commented: physician on (B)(6) 2020: given the symptoms presented by the patient, it can be concluded that the symptoms presented since 2017, as well as the complications resulting from and after the insertion of essure, have caused her physical and psychological suffering. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: a) uterine body, surgical part: - leiomyoma (a lesion). - adenomyosis in rare foci. - endometrium under progestagenic stimulus. B) uterine civic, surgical part: - naboth's cyst. C) uterine tube of unspecified laterality, surgical part: - usual histological appearance. D) fallopal tube segment of unspecified laterality, surgical part: - usual histological appearance. [X-ray of pelvis and hip] on (B)(6) 2014: bilateral and symmetric essure. 4.4 cm.; on (B)(6) 2019: linear metallic material in pelvis in uterus topography. Metallic wires projected into the pelvic excavation (essure) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.